Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that the blood glucose went as high as 432mg/dl when she woke up. Patient's blood glucose at time of incident was 350mg/dl. Patient's current blood glucose was 432 mg/dl. The customer has not yet treated for high. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.